Event description:
It was reported, that "the device keeps automatically re-inflating." There was no reported injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.